Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported that sometimes it takes them 2.5 hours to charge their implant and sometimes says 'finished' when it wasn't done charging; issue started probably a month ago. Patient mentioned that they get "weird readings" when they try to charge the implant at night and sometimes the quality does not display even though green light flashes and they see charge increasing on ins. Pt said sometimes they turn the ins off for 15min before starting to charge and that seems to help. Agent reviewed proper placement practices for paddle; pt had been trying to center in hole of recharger paddle. Agent advised they call back if they continue to have trouble. Pt may inquire about issue with rep to have ins interrogated.